Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) unable to calibrate the regulator drive. The vacuum side of the regulator drive was replaced. The device passed all applicable calibrations and function checks according to the manufacturer¿s specifications and was now ready for patient use.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) pressure transducers will not calibrate. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1: e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.